Event description:
The user facility reported that the housing is cracked at the weld found after cleaning. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There no patient impact, no delay, no medical intervention, and no adverse consequences.